Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a problem occurred during slitting of the catheter. During slitting of the deflectable catheter, the slitting blade encountered a wire. The physician stopped during slitting, made an adjustment and completed the slit without complications. No patient complications have been reported as a result of this event.